Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued on an unknown date. At the time of this report, the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of event was unknown. The patient was not hospitalized for the event. The patient was treated with meropenem injection (1g, daily, ongoing, route not reported) and vancomycin injection (1g, every third day, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.